Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with pain and frustration with using the pump. The device was explanted and replaced with a tactra malleable penile prosthesis. There were no additional patient complications reported.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with pain and frustration with using the pump. The device was explanted and replaced with a tactra malleable penile prosthesis. There were no additional patient complications reported.